Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17-jul-2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade unknown.

Event description:
Patient reported left side "swelling," "tightening," "pain all across body," "muscle weakness," "heart palpitations," "capsular contracture," "autoimmune disorder called polymyositis," and "arsenic, mercury and cadmium in blood." Additionally, patient reported, left side fluid and a removal from textured to smooth due to the concerns of the product. Later, healthcare professional reported deflation. The device remains implanted.

Event description:
Baker grade has not been provided. The events of ¿pain all across body¿, ¿muscle weakness¿, ¿heart palpitations¿, ¿arsenic, mercury and cadmium in blood¿, "lump", and ¿autoimmune disorder called polymyositis¿ were deemed not device related. Additional imaging reported cyst was aspirated and fluid was collected at 1 o'clock (approximately 50 cc of milky pink fluid) and sent for laboratory. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, e3, h6.